Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallfex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with palliative stent placement procedure, performed in 2009. According to the complainant, the patient presented to the emergency room with right upper quadrant stomach pain. A CT (computed tomography) scan revealed a possible perforation. According to the physician, the interventional radiologist reported a necrotic gallbladder with perforation. The physician attributed the necrotic gallbladder to cholecystitis from the stent. The patient was treated with a drain. According to the complainant, the patient's gallbladder will not be removed until "his stats go up." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.